Manufacturer narrative:
UDI#: not available since product serial was not provided. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Model & catalog number - the model of the cartridge was not provided in the initial report however upon receipt of the returned device it was determined to be a model 1mtec30. Lot number: unknown/not provided. Expiration date: unknown as lot number was not provided. If implanted, give date: not applicable for cartridge. If explanted, give date: not applicable for cartridge. Device manufacture date: unknown as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that when inserting a zcb00 intraocular lens (iol) into the eye, the cartridge broke. In a follow up, it was learned that during advancement of the iol, the tip of the cartridge bent up. The iol did not come out of the cartridge. There was no patient injury. The patient is doing fine. No further information was provided.

Manufacturer narrative:
The cartridge was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed residue of viscoelastic ovd (ophthalmic viscosurgical device) inside the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tube and tip. Part of the lens and the leading haptic were observed out of the cartridge tip. A crack was observed at the cartridge tube section. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip of the hand piece tool during the surgical process. The rod tip protruded through the cartridge tube creating a crack (shaped hole). The customer's reported complaint was verified. Manufacturing records review: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.